Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for routine follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The device was reprogrammed and re-interrogated successfully. The patient would continue to be monitored.